Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a defective guide wire. The guide wire appears to be unraveled from the proximal tip and shows evidence of use, but it cannot be determined without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "to minimize the risk of spring-wire guide damage withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the physician "felt a kink and tried to pull the wire out and it began to unwind". No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the physician "felt a kink and tried to pull the wire out and it began to unwind". No patient injury or harm reported. The patient's condition is reported as fine.